Manufacturer narrative:
(B)(4).

Event description:
A patient who had an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome reported on (B)(6) 2015 a loss of therapy and shocking sensation. They had felt a shocking sensation when in the recline position, and had never had pain relief with therapy since being implanted on (B)(6) 2013. Follow up efforts have been initiated to obtain mitigation effort details, root cause, and whether the issues resolved. A supplemental report will be submitted if additional information is received.